Manufacturer narrative:
The field service representative (fsr) installed a new temperature module. Verification/release testing passed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the temperature module was flashing yellow and then turned red. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the temperature module to lab use only (luo) testing equipment. It was powered on and passed release testing successfully. Both connection ports were tested and passed successfully. The temperature module was monitored for 49 hours with no observation of any issues. The housing extension of the module was found to be detached but did not appear to affect the functionality of the module. It was determined that the temperature module operated as intended.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the logs that were provided were exported on (B)(6) 2022. The issue occurred on (B)(6) 2022. The system log (central control monitor (ccm)) only went back to (B)(6) 2022 and did not cover the incident date. The suspect temperature module was replaced before exporting the logs so there was no log data. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.